Event description:
The consumer reported that the patient fell a year and now doing physical therapy. On (B)(6) 2016, they tried using electrical stim ulation in combination with ice therapy. They did the electrical stimulation for a few seconds and then stopped because the patient's right leg suddenly started jerking. The consumer asked for guidelines for electrical stimulation, but was not sure what the spec ific treatment was called. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.